Event description:
Customer reported discrepant results on the echo. Customer was performing echo validation and observed discrepant results with the echo versus tube testing. A patient specimen with a history of anti-e tested on the echo resulted as negative with capture-r ready screen (crrs)3 and microscopic positive with tube testing using n-hance.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs (3), lot r031, used by the customer at the time of the event. The customer did not return sample for investigation testing.